Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. H3: device evaluation comment: the customer stated that the device will not be returned for evaluation but did not provide rationale.

Event description:
Customer reports: the attachment piece of the gentle flo suction catheter where the suction hose is connected breaks easily. Photographs are available. Additional information provided on 02/28/25 shows that the connector is cracked. The customer pressed the suction tube and fingertip connector into the vacuum control lumen of the attachment piece instead the correct one. The following solution was provided to the customer: first connecting on the correct part of the attachment piece. To do so, they need to switch the catheter to a different version with a funnel connector as attachment piece. If they want to stay with this one, they need to remove the fingertip connector from the suction tube first and just connect tube only with our attachment piece.

Manufacturer narrative:
Corrective actions will not be taken as the reported sku 2051 has been discontinued.

Manufacturer narrative:
Additional coding added for: annex b: analysis of information provided by user/third party. Annex d: cause not established.

Manufacturer narrative:
A sample analysis was not possible because the product had been discarded however a photo was provided which has been reviewed by the investigation team. Based on the information available to us, we were able to confirm the event and determined that the device history record for the affected lot was reviewed and showed that the manufacturing and inspection of the lot met all acceptance criteria inspection and were within acceptable limits during the production process. All information received will be used for further tracking and trending purposes.